Manufacturer narrative:
(B)(4).

Event description:
A review of the shared data log observed a permanent loss of connection; however, it is unrelated to the customer complaint. Additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined.